Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - able to establish contact with customer and stated is no longer using trivdia health products.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 179 mg/dl, and back to back blood tests of 109 and 142 mg/dl. Customer was using different hands when conducting a back to back blood test. Customer was also not washing hands and stated she would now wash hands. The customer¿s expected fasting blood glucose test result range is 90 - 104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 133 mg/dl and 130 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/22/2020 and open vial date is 08/10/2019. The meter memory was reviewed for previous test result history: (B)(6).